Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Dried body fluids. Batch # m90u25. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and the clips did not fully advance due to dried body fluids found, this condition led to the formation of eight clips with gap. The instrument locked out as intended. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, excessive dried body fluids were noted in the shaft. It is possible that the dried body fluids could have prevented the proper feeding of the clips into the jaws, which have caused the clip gap condition found and the jamming issues reported by the customer. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap sigmoidectomy, jamming occurred. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.